Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to inspect and clean the pump, but the issue persisted with a second cartridge, leading to the decision by technical support to replace the pump. The customer opted to use manual daily injections as a backup therapy.